Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's husband called on behalf of patient to report right side rupture and right-side exchange of "textured" gel device due to patient's concern with product. Device remains implanted.